Event description:
It was reported that the lead had high impedance. The lead and stimulator were replaced. The pt was unharmed and the problem was resolved. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).